Manufacturer narrative:
Good faith effort attempts are in progress to retrieve the device status, but it has not been obtained yet. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that air embolism and myocardial infarction (mi) occurred with ventricular tachycardia and st segment elevation. A left atrial appendage (laa) closure procedure was initiated under local anesthesia using a versacross connect (vcc) transseptal system, a watchman fxd double curve access system (was), and intracardiac echocardiogram (ice) imaging catheter. Heparin was administered prior to transseptal puncture (tsp). Air was noted in the right atrium; however, the physician decided to proceed with tsp. Tsp was completed and the was was advanced into the left atrium after flossing the septum with the was. The ice catheter was then advanced across the septum into the left atrium followed by the was. St segment elevation was subsequently observed. Fluoroscopy and angiography confirmed the right coronary artery (rca) was filled with air. A non-boston scientific (bsc) aspiration catheter was used to aspirate the air, and coronary flow was restored. The patient developed ventricular tachycardia requiring defibrillation and was intubated and transferred to the intensive care unit. Air was not visualized within the was or wds. The suspected source was an unprimed anesthesia line. The procedure was aborted and the patient was hospitalized, but the patient has since been discharged. It is unknown if the versacross connect device will be returned for analysis.